Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, weight increased, dysmenorrhoea, vaginal infection, vaginal discharge and migraine outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury updated to dysmennorhea (cramping). New events menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, migraine, weight gain were added. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / excessive bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced migraine ("migraine headaches"), fatigue ("fatigue"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2019. At the time of the report, the menorrhagia had resolved and the abdominal pain, weight increased, dysmenorrhoea, vaginal infection, vaginal discharge, migraine, vaginal haemorrhage, weight decreased, fatigue, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - in (B)(6)2009: total bilateral occlusion. Imaging procedure - on (B)(6)2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Lab data added. Events ; abdominal pain, abnormal bleeding (vaginal), weight loss, fatigue, bladder infection, uti were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.